Event description:
Additional information received reported the cause of the event was determined and it was not device related. The patient had seizures during coagulation at the brain surface prior to implant.

Event description:
It was reported that the patient was scheduled to have the system implanted before (B)(6) 2015 and a manufacturer representative (rep) was present at the surgery. A rep reported that the patient was having the lead implant surgery and the physician had drilled the burr hole and cauterized the derma. However, when the physician touched the patient¿s brain during surgery he started to have seizures. The surgery was stopped and no lead or implantable neurostimulator (ins) was implanted. The physician stabilized the patient and closed up. He was in the intensive care unit (ICU) for two days for observation. He recovered and was thinking about trying to have the surgery again.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).